Event description:
The occlusion balloon ruptured inside the patient's vessel resulting in a dissection of the vessel. The physician inserted the occlusion balloon wire into the patient's left arterial descending coronary artery and inflated the occlusion balloon to 3.5mm to occlude the vessel. The physician then realized that the vessel was only 2.5mm and he had over inflated the occlusion balloon which resulted in rupture of the balloon. The rupturing of the occlusion balloon caused injury to the vessel of the pt. The physician inserted a balloon catheter into the pt and was able to repair the damaged vessel with success. The pt is reported to be fine.